Event description:
It was reported that patient presented to the clinic with stored episodes of non-sustained rv oversensing. Oversensing was found to be due to myopotential oversensing. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.